Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyze and identified the probable cause as a defective sample probe and sample syringe. The fse cleaned the waste drain assembly and replaced the sample probe and sample syringe to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.